Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During implant planning, the surgeon observed that upon adjusting the plan in an attempt to loosen the joint, it actually appeared to tighten on the graph. The makoplasty specialist (mps) present at the case observed that with the original implant plan, the implants were overlapping. The surgeon adjusted the plan, recaptured the joint poses, and the case continued without further incident and was reported to have a successful outcome with implants placed to plan.

Manufacturer narrative:
As part of normal complaint, follow-up and eval was performed by mako surgical with regards to the robotic arm interactive orthopedics (rio). In this case, the implant components overlapped in the plan and thus tightness was reflected on the graph. A new feature has been implemented in the software to allow the joint balancing page to be used after resection with trials in place as well as during implant planning.